Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via a merlin transmission and was brought into clinic. Review of the egm indicated low level, high frequency noise that was inhibiting pacing. Potential myopotential oversensing was noted. The patient had been lifting weights at the time the episodes occurred. Programming changes were recommended. Patient will be monitored with routine follow-up.